Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to insert multiple usb cables into the usb port. Subsequently, the pump was unable to be charged. Reportedly, the customer believes the usb port is damaged. The customer's blood glucose (bg) level was not impacted due to the charging issue. Reportedly the customer would continue to use the pump for insulin therapy. In addition, the customer's bg level was elevated earlier in the day to 283 (mg/dl). Reportedly, the elevated bg level was caused by hormonal changes. The customer is already in contact with their healthcare provider and working on adjusting the customer's pump settings.